Event description:
Report received that a patient experienced a serious injury while prevalon mats was in use, related to user error. Reportedly, 44-year-old female patient, was admitted to the facility for hematopoietic stem cell transplant which took place on (B)(6) 2025 for leukemia. The patient was taken to radiology for a clinically indicated CT scan on monday (B)(6) 2025. At the time of transferring her from the transport stretcher to the CT scan table, sage prevalon mats was in use. Per the reporter, two caregivers were present during the transfer. One caregiver was present along the external side of the sending surface (stretcher) and another on the external side of the receiving surface (CT table). Staff inflated the device but did not ensure the patient was centered on the device before inflating. Per reporter, radiology staff attempted to lower the external sending surface bed rail, to make it "more ergonomical" to transfer the patient to the receiving surface. When staff went to lower the side rail, they noted it was caught on something at the foot end of the bed. Staff could not confirm whether the bed rail was caught on the mat device or on the patient's bedding. As they leaned toward the foot end of the bed and attempted to remove the obstruction, the rail lowered, and the patient rolled off the inflated mat at the head end of the bed and fell to the floor, despite the tech standing on that side and attempting to break the fall. The mat remained on the bed. Per the reporter, the patient sustained the following injuries: external head contusion, subarachnoid hemorrhage (bleeding in lining of brain), rib fractures and liver capsule (outside liver) bleeding. Regarding the subarachnoid hemorrhage: a follow-up scan several hours later was stable. The patient required blood and platelet transfusions to treat her injuries. She was experiencing low blood pressure following the event and was admitted to the intensive care unit (ICU) for a norepinephrine drip to keep blood pressure normal. As of (B)(6) 2025, the patient was in the ICU but is off the drip with stable blood pressure and hemoglobin. On (B)(6) 2025 the patient was transferred from the ICU back to their home unit (a lower level of care). Reporter, a physician, stated this patient was admitted for a stem cell transplant and this event is not the sole reason for their admission, nor is it necessarily the reason that the patient is still admitted to the facility. Lot information was not available, and the device was not available to return for evaluation. No additional information was available.

Manufacturer narrative:
The complainant did not provide photos, lot information, or the affected device to aid in the investigation. Therefore, a visual/functional inspection could not be performed. A product history review could not be performed, as the lot number was not provided. This product undergoes a series of quality checks to ensure the product is consistently manufactured to specification by the supplier. A labeling review for the product code of the affected device was performed. The instructions for use state the following: bed rails: ¿always use at least two caregivers to perform a lateral transfer. Exterior bed rails on both surfaces should be raised prior to transfer to prevent the patient from falling. If there are no bed rails used, the caregivers are responsible for making sure the patient does not reach outside the boundaries of either support surface.¿ patient centering: ¿ensure the patient is centered on the mat and center the mat on the support surface.¿ never leave patient unattended while inflated: ¿never leave the patient unattended while the blower is powered on or the mat is inflated.¿ based on the information provided by the facility, the root cause is determined to be the result of user error, as the above instructions for use were not adhered to, per the complainant.